Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving sufentanil (5000mcg/ml at 1500mcg/day), ketamine (1000mcg/ml at 300mcg/day), and bupivacaine (10mg/ml at 3mg/day) via an implanted infusion pump. The indications for use included malignant pain/colon. The patient's medical history included cancer. It was reported that the patient got a code from his personal therapy manager (ptm) and notified the hcp of a motor stall. Interrogation of the pump showed a motor stall had occurred on (B)(6) 2019. The event date was specified as (B)(6) 2019 (note: this conflicts with the previous report that the stall had occurred on (B)(6) 2019). The pump was replaced on (B)(6) 2019 and the issue was considered resolved at the time of report. It was later confirmed that the patient notified the hcp of the stall on (B)(6) 2019 and the interrogation and pump replacement occurred on (B)(6) 2019. There were no environmental, external, or patient factors that may have led or contributed to the event and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-mar-01. It was reported that the pump was also infusing clonidine (150mcg/ml at 44.99mcg/day) and the pump had been stopped for 62 hours and 2 minutes at the time of interrogation.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication of the motor gear train and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.